Manufacturer narrative:
The device was examined by the local factory svc rep. Proper device operation was observed through full performance and functional testing.

Event description:
Reportedly, the device prompted connect electrodes and an analysis of the pt ECG could not be performed as a result. CPR was administered to the pt at this time. Paramedics arrived on the scene and took over pt care with their manual defibrillator. The pt was resuscitated.